Event description:
The scooter (pacesetter fusion) functioned normally at first. Within the past few months, the throttle began to stick in reverse. That was remedied by just touching the forward throttle. It has gotten worse. Not only will the scooter only stop by turning off the key, it now has a tendency to start moving on its own (either forward or reverse). Having a handicapped person have to use a scooter that will not stop, or start on it's own is an extreme safety hazard. There have been several instances of the scooter bumping into objects because it cannot be controlled. Document (B)(4). Report number: (B)(4). Purchase date: (B)(6) 2009. The product was not damaged for the incident, the product was not modified before the incident. MFR wants (B)(6) to fix the scooter even though they never saw it.